Manufacturer narrative:
An explant due to improper placement of leads was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Reference manufacturer numbers: 1627487-2020-04377, 1627487-2020-04378, 1627487-2020-04379. It was reported that the patient underwent a system explant on an unknown date due to the leads not being properly placed. Further information is not available to the manufacturer at this time. Note: since it is not known which device contributed to the issue, all possible devices are being reported on.